Event description:
Customer reported preclean needle became bent causing a leak when preclean bottle was punctured by the bent needle. Leak did go onto the floor in front of analyzer, which is a walkway. Customer stated leak was a small puddle and nobody slipped on the puddle or was harmed in any way. She also stated no discrepant or erroneous pt results were generated.

Manufacturer narrative:
The field service rep replaced the preclean needle and performed mechanical checks and quality control which was within specification.